Manufacturer narrative:
Additional information was requested and the following was obtained: can you provide the patient demographic info: age, gender, weight, bmi at the time of index procedure: age: (B)(6), gender: female.,bmi: (B)(6). Can you provide the date and name of index surgical procedure: (B)(6) 2016 - laparotomy total hysterectomy with bilateral salpingo-oophorectomy and appendectomy; what was the diagnosis and indication for the index surgical procedure: pelvic adhesions; can you provide other relevant patient history/concomitant medications: nil known; what is the patient current status: patient discharged well; were any intra-operative complications, if so, what were they: no; where was the tip of drainage tube located: drain was deep to sheath but superficial to rectus. Peritoneal cavity not entered in removing of drain; did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time: yes, during the insertion; was another product used: yes, the drain was connected to the bottle; what is physicians opinion as to the etiology of or contributing factors to this event: physician opinioned that there could be some quality control problems of the drain as the drain should not have "break" so "easily"; what is the product code and lot #: the previously reported lot numbers are invalid. Code is 2229; were 2 lots used on the same patient during this event: lot number of the blake drain piece which remained in the patient's body. The lot number couldn¿t be identified. The customer does not have record of the lot number that was used on the patient.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/02/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the patient demographic info: age, gender, weight, bmi at the time of index procedure? Can you provide the date and name of index surgical procedure? What was the diagnosis and indication for the index surgical procedure? Can you provide other relevant patient history/concomitant medications? What is the patient current status? Were any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was another product used? What is physician's opinion as to the etiology of or contributing factors to this event? What is the product code and lot #? The previously reported lot# are invalid.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. The part of drain broke and remained in the patient's body when the drain was being removed. X-ray was used to determine a drain was left in the patient's body. The surgical procedure was conducted to remove a drain in the body. The patient was discharged and outcome was good. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1560871, mnf. Date 11/2015, exp. Date 11/2020. Batch # j1563001, mnf. Date 12/2015, exp. Date 12/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.